Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and wanted to contact trainer. Customer's blood glucose was between 300 and 400 mg/dl. Customer treated high blood glucose with manual injection and changing set. Customer would call back to troubleshoot.